Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monitor resets) has been confirmed.  Upon investigation the monitor rest after the first pulse during incoming testing.  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, and the u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor reset.